Manufacturer narrative:
Checking the manufacturing charts of the involved lot numbers, no pre-existing anomaly was discovered in the (B)(4) items belonging to the lot number: 2200831 and sterilization: 2200070, nor in the (B)(4) items belonging to the lot number: 2110034 and sterilization: 2100199. The manufacturer will submit a final MDR as soon as the investigation is complete.

Event description:
Shoulder revision surgery performed on (B)(6) 2025, due to bone fracture. The patient fractured the glenoid in a previous surgery and had a hemi in. Converted the hemi to a reverse, removing the following components: smr humeral head d.46 h.15mm (part code: 1321.09.461, lot number: 2110034, sterilization: 2100199) prima 2mm eccentrical adaptor (part code: 1367.15.702, lot number: 2200831, sterilization: 2200070) previous surgery took place on (B)(6) 2023. The patient is a female, date of birth on (B)(6) 1948. The event happened in the united states.